Event description:
Customer reported the monitor is not working and the system is displaying a communication error. No patient injury reported.

Manufacturer narrative:
A ge representative evaluated the system and removed and replaced the rtos and gpos cpu's and the hard drive, and reloaded software and calibration files. System operates as intended.